Manufacturer narrative:
3003721894-2018-00058 is associated with argus case (B)(4), corega denture powder. Corega denture powder is market in the us as super poligrip powder.

Event description:
"He lost his fangs" [tooth extraction]. Gum hurt [gum pain]. Misuse (used corega powder with ultra corega cream) [intentional device misuse]. Used corega powder expired [expired device used]. Case description: this case was reported by a consumer via call center representative and described the occurrence of tooth extraction in a (B)(6) -year-old male patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for prosthesis user. Co-suspect products included denture adhesive powder-cmc or double salt (corega denture powder) oral powder (batch number d34v, expiry date march 2013) for prosthesis user. On an unknown date, the patient started ultra corega cream mint flavor and corega denture powder. On an unknown date, an unknown time after starting ultra corega cream mint flavor and corega denture powder, the patient experienced tooth extraction (serious criteria disability), gum pain, intentional device misuse and expired device used. On an unknown date, the outcome of the tooth extraction was unchanged and the outcome of the gum pain and intentional device misuse were recovered/resolved and the outcome of the expired device used was unknown. It was unknown if the reporter considered the tooth extraction, intentional device misuse and expired device used to be related to ultra corega cream mint flavor and corega denture powder. The reporter considered the gum pain to be related to ultra corega cream mint flavor. It was unknown if the reporter considered the gum pain to be related to corega denture powder. Additional details; the consumer mentioned that he mixed ultra corega flavor free or ultra corega mint flavor, depending on which product he had, with corega powder to get more adherence (misuse) in the prosthesis but it did not work. The prosthesis moved and hurt patient's gum. The reporter mentioned that he used corega powder expired but it was very little and he scrap the product. The patient mentioned that he stopped using the product since more than one and a half year because his fangs were removed and the prosthesis could not be held. Since then, he mentioned that he has to swallow the food. The reporter mentioned that he did not take other medications but he broke the clavicula and thought he would be prescribed with something for the pain. This case was linked with the case ID (B)(4). The ultra corega cream mint flavor was discontinued (dechallenge was negative). The corega denture powder was discontinued (dechallenge was negative). For the event gum pain dechallenge was positive.